Event description:
THE FOLLOWING LITERATURE PUBLICATION WAS REVIEWED: TROISI N, BERTAGNA G, LEPIDI S, ETAL. LATE OUTCOMES OF VIABAHN SELF-EXPANDABLE COVERED STENTS FOR THE ELECTIVE TREATMENT OF POPLITEAL ARTERY ANEURYSMS. J VASC SURG. 2025; 82:1658-1668. DOI: 10.1016/J.JVS.2025.06.049. THIS MULTICENTER RETROSPECTIVE COHORT STUDY EVALUATED LATE OUTCOMES OF ENDOVASCULAR REPAIR USING THE GORE® VIABAHN® ENDOPROSTHESIS WITH PROPATEN BIOACTIVE SURFACE (VSX DEVICE) FOR ELECTIVE TREATMENT OF POPLITEAL ARTERY ANEURYSMS, WITH COMPARISON CONTEXT INCLUDING OPEN SURGICAL REPAIR AND A SMALL NUMBER OF OTHER COVERED STENTS USED OUTSIDE THE ANALYZED COHORT. THE STUDY INCLUDED 326 PATIENTS TREATED BETWEEN JANUARY 2010 AND DECEMBER 2023 FOR NONACUTE POPLITEAL ARTERY ANEURYSMS, PREDOMINANTLY ASYMPTOMATIC OR WITH INTERMITTENT CLAUDICATION OR CHRONIC LIMB-THREATENING ISCHEMIA. PROCEDURES CONSISTED OF ENDOVASCULAR EXCLUSION WITH COVERED STENT IMPLANTATION, WITH ADJUNCTIVE INTERVENTIONS SUCH AS INFLOW OR OUTFLOW ANGIOPLASTY OR THROMBECTOMY WHEN REQUIRED. FOLLOW-UP INCLUDED CLINICAL AND IMAGING SURVEILLANCE AT DEFINED INTERVALS, AND OUTCOMES ASSESSED INCLUDED MORTALITY, PATENCY, REINTERVENTIONS, AND AMPUTATION-FREE SURVIVAL. TECHNICAL SUCCESS WAS ACHIEVED IN 324 CASES, WITH 2 FAILURES DUE TO RESIDUAL TYPE IA ENDOLEAK (1 CASE) AND TYPE IB ENDOLEAK (1 CASE), LEADING TO 1 OPEN CONVERSION AND 1 NON-INTERVENTION DUE TO PATIENT UNFITNESS. AT 30 DAYS, THERE WERE 2 DEATHS UNRELATED TO CARDIOVASCULAR CAUSES, 4 MAJOR ADVERSE CARDIOVASCULAR EVENTS, 12 GRAFT OCCLUSIONS, AND 17 PROCEDURE-RELATED REINTERVENTIONS; NO EARLY MAJOR AMPUTATIONS OCCURRED. SPECIFIC EARLY ADVERSE EVENTS INCLUDED 6 ACCESS SITE BLEEDING EVENTS REQUIRING SURGICAL REVISION AND 11 REINTERVENTIONS FOR GRAFT OCCLUSION MANAGED BY SURGICAL THROMBECTOMY (6 CASES), THROMBOASPIRATION WITH STENTING (4 CASES), AND FIBRINOLYSIS WITH STENTING (1 CASE). DURING FOLLOW-UP (MEDIAN 29 MONTHS), 51 ADDITIONAL DEATHS OCCURRED, AND 66 REINTERVENTIONS WERE PERFORMED, INCLUDING 11 SURGICAL BYPASSES, 11 SURGICAL THROMBECTOMIES, 8 RELINING PROCEDURES FOR TYPE IA/IB ENDOLEAK OR STENT FRACTURE, 30 ENDOVASCULAR PROCEDURES FOR GRAFT OCCLUSION, 5 PROCEDURES FOR OUTFLOW IMPROVEMENT, AND 1 ABSCESS DRAINAGE. SIX MAJOR AMPUTATIONS WERE REPORTED. LONG-TERM OUTCOMES SHOWED SUSTAINED SECONDARY PATENCY AND LIMB PRESERVATION, WITH RISK FACTORS FOR ADVERSE OUTCOMES INCLUDING CHRONIC KIDNEY DISEASE, ACTIVE SMOKING, POOR DISTAL RUNOFF, AND LOWER CENTER PROCEDURAL VOLUME. THIS CASE CAPTURES THE USE OF THE GORE VSX DEVICE IN 326 PATIENTS WITH 12 EARLY GRAFT OCCLUSIONS, 17 EARLY REINTERVENTIONS INCLUDING ACCESS SITE BLEEDING REQUIRING SURGICAL REVISION, 66 LATE REINTERVENTIONS INCLUDING 8 FOR TYPE IA/IB ENDOLEAK OR STENT FRACTURE, AND 6 MAJOR AMPUTATIONS OBSERVED DURING FOLLOW-UP.

Manufacturer narrative:
A1: NO PATIENT SPECIFIC DETAILS HAVE BEEN PROVIDED. THEREFORE, THE PATIENT INITIALS REFLECT THE CASE NUMBER. PRODUCT HISTORY REVIEW: A REVIEW OF THE MANUFACTURING RECORDS FOR THE DEVICES COULD NOT BE CONDUCTED BECAUSE THE SERIAL/LOT NUMBERS REMAIN UNKNOWN. FURTHER DETAILS LIKE EVENT DATES, SERIAL NO.'S, IMPLANT-DATES, PATIENT DETAILS, POSSIBLE ROOT CAUSES AND IF THE DEVICES ARE AVAILABLE FOR INVESTIGATION WERE REQUESTED FROM THE AUTHOR, BUT NOTHING WAS PROVIDED YET. FURTHER INVESTIGATION IS BEING CONDUCTED AND WILL BE INCLUDED IN THE FINAL REPORT. CBAS® HEPARIN SURFACE INCORPORATES CARMEDA-HEPARIN MANUFACTURED FROM HEPARIN SODIUM API, WHICH IS COVALENTLY BOUND TO THE DEVICE SURFACE AND IS ESSENTIALLY NON-ELUTING. LITERATURE ARTICLE: TROISI N, BERTAGNA G, LEPIDI S, ETAL. LATE OUTCOMES OF VIABAHN SELF-EXPANDABLE COVERED STENTS FOR THE ELECTIVE TREATMENT OF POPLITEAL ARTERY ANEURYSMS. J VASC SURG. 2025; 82:1658-1668. DOI: 10.1016/J.JVS.2025.06.049. W. L. GORE & ASSOCIATES, INC. (GORE) IS SUBMITTING THIS REPORT TO COMPLY WITH 21 C.F.R. PART 803, THE MEDICAL DEVICE REPORTING REGULATION. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY GORE, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. BLANK FIELDS PRESENT ON THIS REPORT INCLUDE REQUIRED FIELDS AND FIELDS DETERMINED TO BE NOT APPLICABLE. BLANK REQUIRED FIELDS INDICATE THAT THE INFORMATION WAS NOT PROVIDED, WAS DEEMED UNAVAILABLE OR WAS NOT APPLICABLE. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, GORE, OR ITS ASSOCIATES THAT THE DEVICE, GORE OR ITS ASSOCIATES CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE A LEGAL ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY DEFECTS OR HAS MALFUNCTIONED, AS DEFINED FROM A LEGAL STANDPOINT. THESE WORDS ARE INCLUDED IN THE REPORT AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA, TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REPORTING PURSUANT TO PART 803. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT.

Manufacturer narrative:
Engineering investigation:A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Use of the VSX device to treat popliteal aneurysms is on label for use in the study centers associated with this article, all study centers were in Europe. It was reported that "at discharge the rate of overall patency was 100%" however it was also reported that "At 30 days, 6 patients (1.8%) underwent surgical revision for an access site bleeding," and "during follow-up 66 further reinterventions occurred, including 11 surgical bypass, 11 surgical thrombectomy, 8 relining with covered stents to manage type Ia/Ib endoleak or stent fracture, 30 endovascular procedure to restore flow after graft occlusion, 5 endovascular procedures to improve the outflow." No further information was reported regarding the stent fracture however it was reported that during the index procedure, "After stent implantation, flexed knee view angiography was performed in all cases to minimize technical graft failure". No reasons for the endoleaks, stent occlusion or access site bleeding were provided. The cause of the reported potential malfunctions could not be established.Based on the incident description and the subsequent investigation, no further information was provided to Gore, we are unable to determine the cause of this incident and assign a root cause.Date of event was determined when the literature article was published, here (b)(6) 2025. The patients mean age is 75 years and the gender male as stated in the article. The publication does not provide the number of unique patients with adverse events. The study reports multiple adverse events and reinterventions totaling 158 events, but because individual patients may have had more than one event, the actual number of affected patients is lower and cannot be accurately derived from the summary alone.